Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site # 8 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Peri-implantitis was involved in the event. The implant was removed on (B)(6) 2013, due to bone loss. Med. History: no significant findings.